Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
The sales rep reports that during a heart procedure when clipping across the vessel, all the way across vessel the clips are not closing. There was no complete closing of the clip from proximal to distal. The surgeon used a competitor product to complete the procedure. There was no pt consequence. The device was discarded.